Event description:
Patient underwent a robotic assisted recurrent inguinal hernia repair. During the case, the 12mm x 150mm trocar broke in half. All parts retrieved and there was no harm to the patient. Per reporter, the product was returned to applied medical. The final resolution product will be analyzed and a replacement will be provided.